Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed it had no power. Therefore, the reported condition was confirmed. It was determined that there was corrosion on internal components (electronic control unit and electric motor assembly and housing) and the pin broke off in the housing. The assignable root cause was determined to be due to improper cleaning ,care and possibly immersion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery testing, it was observed that the electric pen drive device had no power. There were no delays to the planned surgical procedure. A spare identical device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.